Event description:
It was reported that during interrogation of the pulse generator in early 2009, the programmer displayed an estimated battery longevity of 0.5 years and subsequently 0.25 years. Approx two months later, measured battery data was 2.76 v, 28.3 kohms, 98.5 ppm with an estimated longevity of 0-0.25 months. The pulse generator was explanted and replaced.

Event description:
It was also noted that the patient engaged in twiddler's syndrome. The device was replaced due to elective replacement indicator (eri).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.